Event description:
Related manufacturing ref: 3008452825-2022-00091. During an atrial fibrillation radiofrequency pulmonary vein isolation procedure, st elevation occurred. A single transseptal technique was used with an agilis sheath and brk needle, and the left atria geometry was collected with hd grid. The hd grid was pulled out and the sheath was aspirated, the tacticath was then advanced into the left atrium to perform the pvi ablation. When the ablation start button was pressed, the remote showed an error stating: ¿pump not at low flow¿ and shut off. The pump was turned on again to low flow, the physician came on ablation again, and the generator gave a temperature error and shut off. The patient then went asystolic and had st elevation. Air was visualized in the aorta on the ice image. Compressions were given and the patient recovered a pulse. All catheters and sheaths were removed from the patient and no further ablation was performed. The patient was woken up from anesthesia to assess neurologic function and a cath was performed on the ep lab table. St elevation returned to baseline and no occlusion of the coronaries was seen. The patient showed no signs of neurological impairment. The next morning the patient still showed no signs of neurological impairment and was sent home. The physician believes air was introduced via the sheath or, the tacticath was inadvertently not flushed or was flushed and not left at low flow. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. No error messages or other functional anomalies were noted during priming or testing. The catheter shaft deflected in both directions when the steering mechanism was actuated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be conclusively determined. It should be noted that the physician believes air was introduced via the sheath or, the tacticath was mistakenly not flushed or was flushed and not left at low flow.